Manufacturer narrative:
(B)(4).

Event description:
Procedure: open sigmoid colectomy. According to the reporter: during procedure, the distal colon was transected using the stapling device, the first eea was place and fired. During the bubble test, there appeared to be small leak from the staple line. Approximately another centimeter of tissue was transected using a second device. The surgeon stated the second bubble test showed a small leak on the contoured staple line, he placed approximately 3 extra sutures to close the leak. No additional blood loss. Or time was extended by approximately 1 hour. There was no unanticipated tissue loss. Because it was a cancer procedure, the surgeon stated he needed to remove additional distal tissue anyway upon checking his margins on the specimen.